Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 597 mg/dl, at the time of incidence. Customer's blood glucose level was 362 mg/dl. Customer was in pain. Customer would like to stop the insulin pump and wanted to go for emergency room. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.